Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 3 sensors (serial numbers unknown). All sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a customer reported issue with the adc device. Details were reported as follows: ¿I have a freestyle libre 2 glucose monitor and I've contacted abbott numerous times. I just started the third libre 2 this morning and I got a low glucose alarm. The meter said I was at 67. I knew this could not be true so I checked with a finger prick and my meter said 255. The last 2 libre 2's were constantly spitting out error messages to the point they were running their own battery down from all the errors. This new one is not reading my blood glucose correctly.¿ no further details were reported and there was no report of an adverse event occurring or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.